Event description:
The facility reported a colleague infusion pump with the reported condition of a "damaged battery". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4).evaluation summary: the customer's reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. A follow-up report will be submitted if additional information become avaliable.